Event description:
Philips received a complaint on the heartstart xl+ defibrillator indicating that device failed operational check. No patient involvement. Based on the information available, the root cause could not be confirmed. Because the device is eol (end of life) and no work performed by philips. The system does not meet the full specifications. Informed customer that device is eol (end of life) and not able to perform any repair. The investigation concludes that no further action is required at this time.